Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot/batch number provided was invalid ((B)(4)). Do you have the correct lot/batch number? Was buttressing material utilized? If so, which product? On which firing did this event occur (1st, 2nd, 12th, etc.)? How was the procedure completed? How long was the procedure delayed? Was there any patient consequence as a result of the procedure being delayed?

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, didn't staple properly, mangled staples, staple line untidy, staple line over sewn with sutures. The delay is unknown. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n5456u. The analysis found that one psee60a device was returned in good visual condition and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2016. Additional information requested and received: was buttressing material utilized? If so, which product? Buttressing was not used on either of the two firings occurred 1st and 2nd firing. On which firing did this event occur (1st, 2nd, 12th, etc.)? How was the procedure completed? The surgeon over-sewed the staple line. How long was the procedure delayed? I don¿t know the length of delay. Was there any patient consequence as a result of the procedure being delayed? We are unaware of any patient consequences at this stage.